Manufacturer narrative:
H3- device evaluation: lens was returned with moisture and residue on product, in vial. Visual inspection found debris throughout the lens surface. White foreign matter was not noted. The lens was sent for additional analysis of the debris noted on the lens. A thin fiber, a thick fiber, and maroon residue were identified on the lens. Laboratory analysis using fourier transform infrared spectroscopy (ftir) was performed. The thin fiber was found to be cellulosic material, the thick fiber was found to be a cellulosic (possibly plant) material, and the maroon residue was found to be primarily composed of protein. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -8.00d into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a different model, length and diopter lens due to white foreign matter adhering to the surface of the lens. This exchange resolved the problem. The cause of the event was reported as the device.